Manufacturer narrative:
The tip -up fenestrated grasper instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The instrument was found to have a broken main tube approximately 2.032" from the distal tip. A piece measuring proximately 0.533¿ x 0.296¿ was not returned with the instrument. Broken grip and pitch cables and dislodged proximal clevis are the affected adjacent components. Additional observations not reported by site that are related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. A broken main tube is the affected surrounding component. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. Intuitive surgical, inc. (Isi) contacted the site and obtained the following information: they carried out the usual checks before using the device (sterilization, packaging integrity). No surgical tasks were performed, since the anomaly occurred as soon as the forceps were inserted, when the surgeon wished to take control at the robot console. This occurred without any internal or external conflicts or collisions. The tip did not drop into the patient's abdomen, but was "dislocated" and twisted, making removal via the trocar impossible. After removal of the forceps, surgical verification and supply of new sterile material, the operation was able to begin, assisted by the robot. No injuries to the patient or post-operative complications. The device was returned to isi.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the tip-up fenestrated grasper instrument for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pelviotomy surgical procedure, the tip-up fenestrated grasper broke off in the patient's abdomen. The blades became unhinged and came out of the sheath. It was impossible to straighten the instruments and remove them from the trocar. The customer needed to break the instrument to remove it from the trocar. There was a risk of leaving a foreign body in the abdomen, leading to the risk of granuloma formation and risk of infection. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.